Event description:
It was reported that the customer's insulin pump fogged up and stopped working while skiing the day prior. The customer's blood glucose was unknown. The customer stated that she removed the battery for a few hours, and the insulin pump began working. The customer stated that the screen was just blank. The customer stated that it was not very cold where she was and that she was sweating a lot. Advised to keep the insulin pump not close to her body if she was sweating a lot. The customer stated that she would contact her healthcare provider for a back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.